Event description:
It was reported that the prograsp forceps instrument wires were noted to be frayed prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was frayed at the distal clevis hub. The small frayed strands stuck out at the wrist. The other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, could likely cause or contribute to an adverse event if the failure mode were to recur.